Event description:
It was reported that during a procedure, the device was used for this gastric bypass. The scrub tech attempted to reload the instrument with the green reload with difficulty. She realized that there were fragments of the yellow plastic stuck in the cartridge channel. She picked them out and rinsed the cartridge channel and reloaded with a new reload. The instrument continued to reload and fire correctly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results showed that one (B)(4) reload was received unfired and the reload pan was partially dislodged on the right side. The pan was reassembled on the reload and loaded and unloaded from a test device and no anomalies were found. However, it was noted that 11 drivers were missing from the reload due to the pan being dislodged. Although no conclusion could be reached on what may have caused the pan to dislodge; it is possible that the reload and device fiction was tighter due to component interaction. The reload was tested for functionality with a test device; the device achieved a complete 3-stroke and fired without any difficulties noted. In addition it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).